Manufacturer narrative:
Evaluation:method - device history record review.results - a review of the device history record was performed and nothing was found in the manufacturing process of this product that was the root cause of the complaint.conclusions - based on the complaint history, lot number search, device history record review and the evaluation of the returned product, the most likely root cause of the event is due to storage conditions or handling at the customer facility.(B)(4).

Event description:
The reporter indicated they received an abnormal sfc-45 fp cartridge, lot number 1273173. The cartridge was not used.

Manufacturer narrative:
(B)(4). Evaluation, method: cartridge lot number search. Results: a cartridge lot number search was performed and no similar complaints were found within the lot. Visual inspection of the returned product found the cartridge loading area narrow and the cartridge tip damaged. There was evidence of clear surgical residue. Conclusions: based on the complaint history, lot number search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).